Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of occlusion is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. It was reported by the account that during inflation, the bdc was overinflated to 26 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. The investigation was unable to determine a conclusive cause for the reported failure to deflate, however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. The 3.0x12 mm nc trek balloon dilatation catheter (bdc) was inflated once to 26 atmospheres and the contrast mix was 50/50. The balloon did not deflate at all after dilatation. The device was withdrawn inflated and occlusion of the coronary artery occurred. The occlusion was treated with a 3.5x12 mm nc balloon and a stent. The was patient was fine and they were discharged from the hospital. No additional information was provided.